Event description:
It was reported the patient lost weight, and the ipg was protruding under the skin resulting in discomfort. Surgical intervention was undertaken to explant and replace the patient's ipg with a smaller model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history